Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse and anemia. Concurrent conditions included fibroids, perimenopause and uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the vaginal haemorrhage, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse and anemia. Concurrent conditions included fibroids, perimenopause and uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the vaginal haemorrhage, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- injury to herself replaced and new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression & mental anguish, pain, fatigue, lower stomach pain and lower back pain was added. Lot number was added. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse and anemia. Concurrent conditions included fibroids, perimenopause and uti. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal discharge had resolved, the abdominal pain lower and back pain was resolving and the vaginal haemorrhage, depression, anxiety, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, fatigue, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, menorrhagia , vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new events abdominal pain, vaginal discharge, post removal complication were added. Outcome of pelvic pain, menorrhagia updated to recovered / resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.